Event description:
Clinic reported patient with abscess in right axilla, incised, drained and packed. Patient was placed on oral antibiotics and antibiotic ointment applied. Patient was healing with expectation of full recovery at 4 weeks post treatment.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.